Event description:
It was reported that a 550cc mentor memorygel breast implant was identified, pre-operatively, to be underfilled out of the box. In addition, the implant was also overly wrinkly, looked bad, and felt too thin. There was no patient contact or adverse event reported.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 15, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection, dimensional, weight measurement, leak testing, and thickness measurement of the returned device. Visual analysis of the returned smooth hpg, 550cc, revealed wrinkles on the top view of the sample. A dimensional measurement of the returned sample revealed that the smooth hpg, 550cc breast implant was without manufacturing specifications. In addition, weight measurement was performed and it revealed that it was within manufacturing specifications. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Therefore a thickness measurement was conducted on the shell, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. According to the manufacturing investigation, and with consideration to process controls, manufacturing records, and the appearance of the compliant device; could not be confirmed as a manufacturing defect.